Event description:
The customer reports they send images from mammography to centricity pacs, view the images on a ra1000 and reported that one image appears larger. A pt being reviewed during tumor board was recommended a mastectomy prior to the radiologist noticing this issue. The tumor volume was showing a tumor 6 times the actual size. There was no reported pt injury associated with this event.

Manufacturer narrative:
Pt data not currently available. Manufacture date unk. A follow-up report will be submitted when the investigation is complete.